Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during a sigmoid colon resection procedure, the surgeon fired the stapler, turned the rotation knob, fishtailed to remove and felt the stapler was more difficult to remove from the patient than it usually is. The surgeon then performed leak test and noticed a tear in back wall of anastomosis. Hand sewed to reinforce anastomosis to complete the procedure. There were no adverse consequences for the patient. One device was discarded.